Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with lightheadedness, palpitations and discomfort in the chest and complete atrioventricular block was observed. A pacing failure due to high thresholds of the leadless implantable pulse generator (ipg) was found. It was noted that the thresholds had increased since implant approximately four weeks prior and the electrode impedance had decreased. The outputs on the ipg were increased. In the weeks that followed the patient again experienced a pacing failure as the thresholds continued to rise and were unstable. The outputs were again increased; however, it was difficult to maintain a safety margin with the high thresholds. In addition, the device longevity was noted to be estimated at only 9 months. Subsequently, the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.